Event description:
It was reported that "the nurse tried to insert the catheter PICC in the pt but presented leak after the insertion of 15cm."

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.